Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the tip mechanism needed abnormally many turns until the tip comes out. It was also reported the ipl exhibited sensing problems. The ipl was exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.